Event description:
The MFR rec'd info that a millennium concentrator was present in a house at the time of a house fire. There was no report of pt harm or injury. The investigation is still ongoing and the MFR will submit a f/u report when the investigation is complete.